Event description:
A malfunction was reported by the customer, characterized by a malfunction code 16-0x20e6, which impacted the pump's operation, preventing access to it. There was no reported impact to the customer¿s blood glucose level. The customer is awaiting the return of the pump for further assessment and has been provided with a replacement pump.